Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported by a patient that post a coronary stenting treatment procedure, blood flow issues and additional intervention occurred. Six months post the initial placement of a liberte bare metal stent the patient was told of blood flow issues and the original liberte stent too small and he would need further intervention. The physician placed two taxus express2 drug eluting stents. The patient believed one of the taxus stents was placed inside one of the existing liberte stents. Patient status reported as "ok". Additional information could not be obtained.